Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the customer experienced an elevated blood glucose (bg) level of 511 mg/dl. Cause was not known. Customer administered a manual injection to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unreadable touchscreen issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported high blood glucose issue.